Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: ep-105995, item name: ringloc liner, lot #: 202850. Item number: 16-104158, item name: ringloc shell, lot #: 579340. Item number: 51-107130, item name: taperloc stem, lot #: 6170548.

Event description:
It was reported that patient underwent hip revision due to dislocation on the same day as initial surgery. The femoral head component was revised to the same size, but with increased offset. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow up report is being submitted to report additional information reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.